Event description:
It was reported that during the use of the product, a "no message" alarm sounded. So the customer detached the cassette and re-attached it again. After that, the alarm was settled. However, a couple of minutes later, the same alarm sounded went off again. This report addresses the pump. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to this event. All labels were still intact. No physical damage was found on the device. The occurrence of the no disposable alarm could not be confirmed on (B)(6) 2021 on the date of the reported event. However, reported problem was found in event history log on (B)(6) 2021. A function test was completed using the cassette used when the event occurred. The reported event could not be replicated. As a preventative maintenance, the downstream and upstream sensors were replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.